Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 240mg/dl. The customer was dehydrated. It was also mentioned that the customer was getting a no delivery alarm during bolus, but the alarm was solved by changing the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.